Event description:
It was reported during the site visit by bd representative that the nurse reports weird errors with the new alaris update, the new yellow and white screens about overdosing. It's a nuisance due to the volume difference and tight guardrails. There was patient involvement but impact was unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility